Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. High cgm glucose readings were logged following a supply change. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, or some other failure along the fluid pathway resulting in insufficient insulin delivery.

Event description:
On 10/17/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis and hospitalization. The event occurred on 9/15/24. On (B)(6) 2024 the user was hospitalized for dka with a bg level over 400 mg/dl. The high bg level persisted for over six hours before the user was driven to the hospital by a family member. The user experienced nausea and sweating due to the dka. They were not admitted but stayed in the ER until their bg stabilized, being discharged on (B)(6) 2024. Treatment in the hospital included fluids and insulin. The user reported following proper loading and infusion set steps with the convatec inset (23", 6mm) teflon infusion set on their abdomen. No issues with supplies were identified, though the exact cause of the high bg remains unclear. The user has elected to discontinue using the ilet.